Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated last year he had a full body MRI and it was very painful in the scrotum. The change of therapy/symptom was reported as sudden. Patient stated since then he has had a problem with his sciatica. The change of therapy/symptom was reported as sudden. Patient stated he has had implantable neurostimulator (ins) turned off for 2-3 years. The patient indicators for use are for urinary dysfunction sacral nerve stim and gastrointestinal/ pelvic floor/interstim. No further complications were reported/anticipated.